Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while on the stomach for second firing, the staple partially fired and gave an excessive tissue warning. The load was increased. The stapler was repositioned, and it worked. With those two firings, two different handles were tried, and the load was switched from purple to black. The rest of the case, the handle showed a three when he said the tissue was not that thick. Next case, he got three the whole time too and it was not thick tissue. Had to fire around the reinforcement to complete the case and resolve the issue. There was no patient injury.